Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27015. It was reported that when the patient presented in clinic for a follow up, variable ventricular capture threshold was observed. The device algorithm did not recognize loss of capture and delivered a backup pulse. The patient with bradycardia was noted. Programming changes were made. The patient would continue to be monitored.